Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events with four infusion sets as those fell off during use after being used for 12-24 hours. Patient confirmed the use of dressing or tape over the infusion set also the use of skin tac as adhesive aid. Patient was also sick. Patient replaced infusion set and resumed insulin successfully. No further information available.